Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had absence of no delivery alarm. The customer's blood glucose level was 5.2 mmol/l. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed the delivery accuracy test. No unexpected no delivery alarms noted. Unit received with the no delivery alarm functioning properly. Unit was unable to download due to multiple displayable history crc check failed alarms in history screen. The displayable history crc check failed alarms are due to corrupted history file. Unit received with cracked reservoir tube lip and minor scratches on lcd window..